Event description:
It was reported that the articular surface was unable to be seated. Another component of the same size was used to complete the procedure.

Manufacturer narrative:
This report will be amended when our investigation is complete.